Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient who underwent breast implant surgery with mentor medical devices (unknown_mentor, date of implant 2014) has experienced breast implant rupture on the right side complicated by lymph nodules inflammation in the right axilla region and confirmed by ultrasound. It was also reported that the patient has developed late onset seroma in the left breast. Left breast periprosthetic fluid cytology result is negative for malignant cells, chronic inflammation with foreign body-type giant cells was identified. It was also reported that the patient has developed capsular contracture in both breasts, bg-IV in the left breast and bg - ii-iii in the right breast. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis. Since the device is unknown, it will be defaulted to a gel device. Common device name and procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On jul 18 2022, additional information was received indicating the devices were manufactured in leiden, nld. These devices are not marketed for sale in the united states and are therefore not reportable. No further investigation will take place. Manufacturer¿s reference number: (B)(4).